Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during a device implant procedure, the setscrew was noted to be at a 45 degree angle in the device header. Two screwdrivers were broken while attempting to access the setscrew and the third was purposefully bend in order to engage the setscrew. The device behaved normally and remains in use no patient complications have been reported as a result of this event.